Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to verify the reported issue. The device was subsequently scrapped. A cause of the reported event could not be determined.

Event description:
A customer contacted physio-control to report that the AED function of their device was inoperable. In this state, user would not be able to analyze a patient's rhythm and provide defibrillation therapy in AED mode, if needed. There was no reports of patient use associated with the reported event.